Event description:
The customer reported that the cuff of the suspected medical device developed a leak during pt use. The customer reported that a extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is not expected for analysis. W/o the actual complaint sample being returned a full investigation cannot be carried out. We are unable to determine the cause for this specific event however, mfg controls are in place to detect cuff related defects to reduce the potential for occurrence during the mfg process. Info has been added to the database trending purposes.